Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and not working. The customer needed assistance programing the pump. The customer states they received unexpected restart alarm. The customer's blood glucose level was unknown. The customer was being assisted with programing their pump, but the call disconnected. The customer was called back in order to complete troubleshoot.